Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, and decontaminated. The lcd lens screen was cracked and had scratches. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump "froze". It is unknown if there was patient involvement, no adverse patient effects were reported.